Event description:
Paramedics attempted to administer a shock to a pt diagnosed in cardiac arrest. The defibrillator allegedly failed to charge and displayed a connect cable warning message. The disposable defibrillation electrodes were changed, however the device continued to display a connect cable warning message and use of the defibrillator was inhibited. A backup AED was made available and used to continue treatment of the pt. One shock was administered and the pt's rhythm was converted to asystole. The pt was delivered to the hospital where resuscitation efforts were stopped. The pt was not resuscitated. The reporter indicated the alleged problem did not cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's condition.